Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿device rupture¿. The device involved corresponds to a motiva implant, details on ¿d¿ section. Attempts to collect event details, device and clinical evidence are being performed. -DHR review: a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. - shell manufacturing: no deviation or abnormality detected - gel mixing: no deviation or abnormality detected - primary packaging: no deviation or abnormality detected - sterilization: no deviation or abnormality detected - second sterilization round: no deviation or abnormality detected - secondary packaging: no deviation or abnormality detected - labeling: no deviation or abnormality detected a review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. -as stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) -dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI f ilms to scan for signs of rupture.the importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed¿ per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health -breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. -final internal investigation was generated, and it was not possible to confirmed the reported event due to unit involved was not recevied. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. -establishment labs will continue to monitor for similar complaints/trends.

Event description:
Title: device rupture. Description: the patient reports that have a device rupture with leakage.

Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿device rupture¿. The device involved corresponds to a motiva implant, details on ¿d¿ section. Attempts to collect event details, device and clinical evidence are being performed. DHR review: a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Shell manufacturing: no deviation or abnormality detected, gel mixing: no deviation or abnormality detected, primary packaging: no deviation or abnormality detected, sterilization: no deviation or abnormality detected, second sterilization round: no deviation or abnormality detected, secondary packaging: no deviation or abnormality detected, labeling: no deviation or abnormality detected. A review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. As stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.). Dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI f ilms to scan for signs of rupture. The importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed.¿ per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Establishment labs will continue to monitor for similar complaints/trends.